Event description:
It was reported that the patient experienced inappropriate therapy due to right ventricular lead oversensing and noise. The lead also had high threshold. Detections were programmed off, the lead was programmed off, and a lead revision is planned. It was also noted that the patient is in the emergency room (ER), a cardiac echo was performed, and the patient is intubated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned in segments and analyzed; analysis revealed a flex fracture of the distal conductor. There was a breach in the outer insulation at the first rib/clavicle. (B)(4).

Event description:
It was later reported that the lead was possibly fractured. No capture and high pacing impedance were additionally noted. The lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by a lawyer that the patient was "physically injured and damaged, (and) has endured physical pain, suffering and mental anguish."